Event description:
The customer states that when processing a patient sample using the architect c4000 analyzer a falsely elevated chloride result of 119 mmol/l was obtained and upon repeat yielded a result of 102 mmol/l. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Replacement of the 1 ml syringes appeared to have addressed the issue. Tracking and trending found no adverse trends associated with the 1 ml syringe. The product labeling provides adequate troubleshooting information associated with erratic results, poor precision for (integrated circuit technology) ict results, which includes 1 ml syringes as a probable cause. Based on the information provided, no deficiency was identified.